Event description:
Brain fog in my job, vertigo dx'd as ménière's, hearing would go in and out, balance issues, breast pain, then lead to neuropathy of feet, total body rash dx'd as eczema, cd 56 showed up in labs along with leuk. Esterase, vision changes, anxiety, odor to urine, hair loss, nail distortions, changes in bowel habits, joint aches, frequent bronchitis, allergies, showed up. Hypertension that was not evident before, low vit, d and b-12.